Event description:
It was reported that during a ptca treatment procedure, the quantum maverick monorail 20/2.5 mm balloon ruptured and became caught on a stent requiring that the pt have CABG surgery. The lesion being treated was a calcified, 75% stenotic lesion in the proximal left circumflex (lcx) coronary artery. The physician used a 7f terumo introducer sheath for vascular access and bmw 0.014" and runthrough ns 0.014" guidewires and a 7f launcher sl4 guide catheter to cross the lesion. The quantum maverick monorail 20/2.5 mm balloon ruptured at 10 atms on the ninth inflation. (The number of atms reached on the initial eight inflations is unknown.) The pt exhibited st segment elevation, so the physician attempted to remove the quantum maverick balloon, but it became caught on the previously placed nir stent in the left main trunk (lmt) and could not be withdrawn. The physician pulled on the ballon and approx 5 cm of the tip of the device broke off and remained betweed the aorta and the lmt. Although the physician was abe to snare the retained portion, approximately 2 cm of the tip broke off during withdrawal and remained in the pt's body. Angiography revealed that the distal markerband remained in the proximal edge of the nir stent in the lmt. The physician determined that recovery would be very difficult and referred the pt for CABG surgery. The surgical intervention was successful and the pt's current condition is reported as 'good'. The physician stated that the event was not though to be due to a product failure.